Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a gore® viabahn® vbx balloon expandable endoprosthesis was intended for use in the iliac artery to treat severe occlusion. The physician made a few attempts to cross the lesion but could not cross the severe occlusion. The decision was made to remove the device and perform an angioplasty. During the removal of the device it had become dislodged. The physician attempted to remove the device with a snare, but was unsuccessful. The physician then advanced a balloon through the device and deployed the vbx device in the vessel.